Manufacturer narrative:
(B)(4).

Event description:
During a pulmonary vein isolation procedure, the tip of the introducer became detached while inside the patient. The introducer was advanced across the septum and into the left atrium but there were catheter insertion difficulties noted due to a bend near the tip of the introducer. Upon removal of the sheath from the patient, the tip became detached inside the patient¿s vasculature. Portions of the sheath were retrieved; however, some fragments remain inside the patient. The patient is in stable condition.

Manufacturer narrative:
The results of the investigation concluded that based solely upon visual inspection of the provided images and video, the sheath distal tip had detached and the sheath tube had fractured in multiple locations, exposing the metal braiding. No device components were returned. The damage is consistent with the product being stored outside of the shelf box and exposed to uv light. A review of the device history record was not possible since the batch number was unavailable. The cause of the reported event is consistent with exposure to light and subsequent material degradation. The product instructions for use (IFU) warns that product should be stored in a cool, dark, dry place.